Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer state having a button error alarm on their device. It is reported that the customer's blood glucose at the time of incident was 102mg/dl. It was reported that the customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms during testing were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.